Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The door switch was adjusted. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues closing the gantry doors. The doors would be closed, but the system would not acknowledge that the doors were closed. The site was eventually able to get the doors closed for the case. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.